Manufacturer narrative:
Improper techniques were identified by (B)(4). Improper techniques may lead to inaccurate results. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 5.1, 2nd inr = 2.1, mean = 3.6, sd = 2.12, %cv = 58.93. Inratio meter results failed the criteria for precision with %cv greater than (B)(4). In-house therapeutic donor testing was performed on reported lot # 305771 on (B)(4) 2013. Results as follows: (B)(4). No further investigation was required. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used of investigation testing. Retain strip testing results met both accuracy and precision criteria. (B)(4). No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant imprecision results. Results as follows: date: (B)(6) 2013, iratio: 5.1, repeat: 2.1. Time between testing was reported as 3 minutes. Pt's therapeutic range is 2.0 - 3.0. It was reported the pt self tester (pst) was milking their finger and touching their finger to the strip.